Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjohuntleigh, a branch of arjo ltd. Med ab (under registration #1000381138). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The collected information is under further review and the investigation is ongoing. Additional information will be provided within the next report.

Event description:
It was reported that prior to use the customer facility employee noticed that the lifting wire was frayed. The pool lift chair was attached to the pool lift and raised (without anybody upon it). The lifting wire then snapped and the chair dropped to the floor. Nobody was injured.

Manufacturer narrative:
Arjo was notified about an issue involving mk1 pool lift. It was reported that during inspection prior to use with a resident, the customer facility employee noticed that the lifting wire was frayed. The pool lift chair (accessory of the mk1 pool lift) was then attached to the lifting wire (located on the lift's gearbox and pillar) and raised (without anybody upon it). At this time the lifting wire snapped and the chair dropped to the floor. Nobody was injured. The claimed device was inspected by the arjo representative. During evaluation it was confirmed that the lifting wire (located on the gearbox) was broken. The gearbox was rotating correctly and was possible to be locked in place (wire was not unwinding unintended). The lift's chair was found damaged. The broken lifting wire and the damaged lift's chair were replaced soon after the incident by arjo qualified personnel and the device was put back to use. Operating and product care instructions booklet (IFU/opci, document number dx10380.gb issue 3 dated on october 2002 - earliest available version), which was delivered to customer with the involved device, provides information and pictographic signs which instruct how to use the pool lift. It provides also the following service related warnings (p. 12): "warning: arjo recommend that the pool lift is maintained at regular intervals, see arjo preventative maintenance schedule (arjo literature part no. Dx10500.gb)" "the components listed below are critical to the safe operation of the pool lift and must be regularly examined and replaced at the following intervals: "wire rope:- inspect every six months and replace if necessary. Wire rope and drum assembly:- replace regardless of appearance, every two years." The IFU quoted above includes a reference to the preventive maintenance schedule (dx 10500.gb/int issue 1 dated on february 2001) for this pool lift where the same requirements are given. The claimed device was under the arjo service contract. Based on the review of a service documentation the last maintenance was carried out on 2018-aug-15. It concerned the thorough examination of the device and according to report all (including wire) was in good working order, except the seat, which was damaged and required replacement. According to the collected information the damaged wire was fitted to the pool lift concerned on 2010-nov-17 by the arjo technician. Therefore, it appears that the maintenance schedule and obligatory replacements of parts were not followed. The review of reportable events with the involvement of the mk1 pool lift in last years revealed a low number of similar incidents. In summary, according to the customer allegation, the device's lifting wire snapped and the chair fell off the lift, so the device was not according to the manufacturer's specification. The pool lift was not used for a patient hygiene at the time of event. This complaint was decided to be reported to the competent authorities in abundance of caution due to the risk to result in patient fall (if it will recur with a patient on the device).